Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2016. It was reported that calibration was not performed after experiencing inaccuracies and that the patient did not enter the bg meter values into the cgm device promptly. No additional event or patient information is available. The receiver data log was reviewed on 09/29/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Also: if the cgm values are outside the 20/20 range, calibrate again. Finally: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.